Event description:
It was reported to philips that the system's l-arm ceiling-mounted plate was sagging. No harm to the patient or user was reported. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in planned non-emergency treatment when the issue occurred, and it was completed as planned. The philips field service engineer (fse) inspected the system onsite and confirmed that the l-arm ceiling-mounted plate was sagging. During troubleshooting, the fse found that the damper of the arm for the ceiling-mounted protective panel had deteriorated and was sagging and the apron at the bottom of the protective panel was also showing signs of wear. The fse replaced the ceiling mounted shield set. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.